Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4) performance data was collected from the device and analyzed. The save to disk primary result noted the lead impedance for pacing rv was out of range high. Two patient alerts for out of tolerance subthreshold lead impedance (B)(6) 2012. Weekly pace lead trend data show various spike increases for max rv pace= 456 to 2496 ohms range between (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high and intermittent impedance due to a suspected fracture. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.